Event description:
A vigilance report was received indicating that the hospital staff attempted use the device to administer a shock to a pt. The defibrillator was charged but allegedly failed to discharge. The pt's outcome was not reported. There were no reports of adverse affects to the pt related to device use.